Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement of greater than 125 ohms. At this time, no intervention has been performed and the crt-d remains implanted and in service. The patient will continue to be monitored and there were no adverse patient effects reported.